Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 347 mg/dl. The customer stated bg levels were high because the carbohydrate ratio setting needed to be adjusted. Insulin injections were used to address the high bg levels. . Tandem technical support advised customer to discuss the change in settings with their healthcare provider.